Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced adverse events while using the pump. No specific information was provided. Multiple attempts were made by tandem technical support to obtain specific information regarding the adverse events; however, the customer did not respond.